Event description:
This (B)(6) male patient with a history of chf, smoking, and diabetes, had suffered a right mca stroke on (B)(6) 2010, which worsened on (B)(6) 2010. The patient's stroke scale score was 4 prior to the index procedure. The index procedure on (B)(6) 2010 went smoothly, without complication. On (B)(6) 2010, the patient became increasingly lethargic and a CT scan was performed, which showed worsening right hemispheric function and additional small scattered infarcts. The patient was diagnosed with a stroke (intracerebral/subarachnoid hemorrhage). The physician believes this is related to the index procedure, and not an embolic event or the implanted stent. The patient remains in the ICU as they are having trouble weaning them off the respirator due to past pulmonary issues.

Event description:
Customer reportedly received results of 27.7 mmol/l and 12.8 mmol/l within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6).